Event description:
It was reported that the lead exhibited a low r-wave. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.